Event description:
It was reported that the device battery longevity had allegedly accelerated premature battery depletion. The physician elected to enroll the patient in home and remote monitoring and continue with follow ups. No adverse patient consequences were reported and the system remains implanted and in service.